Event description:
A biomed engineer reports prior to a cataract with intraocular lens implant procedure the "cassette leaks and leaves a bss puddle on the floor," surgery was completed with an alternate system. Add'l info has been requested, but not has been rec'd to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).